Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7130370.

Event description:
It was reported that the patient had impaired wound healing as there was pus formation in the midline incision site. No device malfunction was suspected.

Event description:
It was reported that the patient had impaired wound healing as there was pus formation in the midline incision site. No device malfunction was suspected. Additional information was received that the patient underwent an explant procedure. All device components were removed and discarded by the medical facility.